Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, no staples came out of the device once it was fired. It is unknown what was used to complete the procedure. No adverse consequences reported.